Event description:
At approximately 8;00 a.m. On 2/19/92 a respiratory therapist respondend to a call from 5c-mu concerning a patient who required endotrachael intubation. R.t. Found the patient with marked diaphoresis, tachypnea, accessory muscle breathing with restrictions. R.t. Returned to the crash cart in the halway and removed an ambu set-up and also found a nrbm in a plastic bag hanging on the cart. After calling for a pulse oximeter and transport ventilator, r.t. Placed the mask on the patient and immediately noticed the one-way valve between the reservoir and mask was not functioning due to its adherence to the adaptor. This was corrected by squeezing the now over-inflated reservoir and breaking it free. R.t. Remained with the patient through-out the preparation for, and placement of, the e-t tube; and verified the function of the mask was adequate by observation and continuous pulse oximetrydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.